Event description:
Customer reported a magnesium rider set up as a secondary infusion was programmed to infuse over 2 hours and instead infused over 5 minutes. Intended programming was at 25 ml/hour. There was no report of pt harm and no medical intervention was required. Although requested, no additional patient or event info was provided.

Manufacturer narrative:
(B)(4). The event logs have been received but eval has not yet begun. A follow up report will be submitted once the failure investigation has been completed.